Manufacturer narrative:
Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6) hospitals, (B)(6). Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the clip was stuck in an open position and would not close. Ultimately, the clip fell into the patient in an open state and had to be retrieved with a rescue net. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the bsc sales representative. The health care facility is: (B)(6) hospitals. (B)(6). Columbus, (B)(6). Phone:(B)(6). Fax: (B)(6). Block h6: imdrf device code a150201 captures the reportable event of clip falls into the patient in an open state with unknown anatomy. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that only the clip assembly was returned, and it was returned in an open state. Additionally, both of the clip arms were bent. Microscopic examination was performed, and it was found that the locking tabs were opened which is evidence of a proper deployment. No other problems with the device were noted. The reported event of clip falls into the patient in an open state was confirmed. It is possible that an attempt of grasping a large amount of tissue and applying a tangential load to the clip assembly could have caused the clip detachment and the found problem of clip arms being bent. Additionally, it is possible that the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not enough to activate the clip arms. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2023. During the procedure, the clip was stuck in an open position and would not close. Ultimately, the clip fell into the patient in an open state and had to be retrieved with a rescue net. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.